Event description:
Procedure type: lap chole. Patient gender: unk. According to the reporter: the blue part of the obturator tip broke off into the patient's abdominal wall. It could not be reported if the piece was removed. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 10/21/2009.